Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-50 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged cpu board. Therefore the device did not meet specification. The device was put out of service due to lack of parts to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have f-50 alarm. There was no patient involvement. No additional information is available.